Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the onetouch ultra meter was reverting to the set-up mode. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter was reverting to the set-up mode, since nine days earlier, in the morning; so, he was unable to use the meter. On the morning of the original date, the pt reported feeling hypoglycemic, sweating and unable to walk. The pt denied receiving medical attention; however, his family gave him something to eat/drink. He did not seek any medical attention . The issue was resolved with troubleshooting with the cca. The issue began after the pt had removed the battery; it is expected the meter will revert to the set-up mode after the battery has been removed from the meter. The meter was replaced. This complaint is reported, although the issue was resolved, since the pt alleged he was unable to test and during that time, became hypoglycemic, and required intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.